Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation experienced the reported false downstream occlusion. Incoming evaluation found the downstream sensor current reading to be within specifications but to be out of specification with a fluid filled set loaded. Evaluation found the downstream pressure plate gap to be below specification. This elevated signal level is the cause for the false downstream occlusion alarms. The downstream tubing guide was replaced and the unit was reworked.

Event description:
It was reported that a pump has false downstream occlusions alarms. It was also reported there was no patient involvement.